Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded escape button on keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error, fifteen minutes after programming a temp basal. The customer's blood glucose was 76 mg/dl, which was treated with food and drink. The discontinuation of the device was advised. Nothing further was reported.